Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced difficult plunger movement prior to use. The following information was provided by the initial reporter: at 9:00 on (B)(6) 2019, patient performed dynamic imaging of salivary glands in the clinic. Before the imaging, intravenous radiopharmaceutical drugs were needed. With a 1 ml syringe, the patient complained of pain at the needle eye during the injection, and the nurse felt that the plunger moved difficult. There is a sense of insensitivity. When the needle is pulled, the patient feels more painful. The needle is replaced and re-injected. The process is smooth. Checking the needle tip and finding a small bump under the needle tip is the main cause of blunt and painful injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced difficult plunger movement prior to use. The following information was provided by the initial reporter: at 9:00 on (B)(6) 2019, patient performed dynamic imaging of salivary glands in the clinic. Before the imaging, intravenous radiopharmaceutical drugs were needed. With a 1 ml syringe, the patient complained of pain at the needle eye during the injection, and the nurse felt that the plunger moved difficult. There is a sense of insensitivity. When the needle is pulled, the patient feels more painful. The needle is replaced and re-injected. The process is smooth. Checking the needle tip and finding a small bump under the needle tip is the main cause of blunt and painful injection.